Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.service territory manager (stm) reported running all tests per service manual, but could not replicate the reported issue. The iabp passed all functional and safety tests per factory specifications. There were no parts replaced. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) generated a "rapid gas alarm". The customer then ran the iabp for 3 hours and could not re-create issue. The customer replaced the iabp with another to continue therapy. There was no injury or adverse event reported.